Manufacturer narrative:
The customer was sent a replacement power supply. This issue with a damaged rev m power supply for the pump in style device was addressed in investigation (B)(4). The investigation found that they were being damaged during shipment from the manufacturer to medela. This damage was causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process was modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength was also increased to further protect the power supply during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
On (B)(6)2017, the customer alleged that she received a pump in style breast pump lightly used and the charging piece that plugs into the wall outlet fell out unexpectedly and smashed open. She thought she had put it back together, but when she would plug it in, it trips the power in her apartment.